Event description:
The patient had surgery on her left ring finger on (B)(6) 2013 due to fracture with titanium alloy screws inserted as well. Patient also experiencing pain and inflammation during rehabilitation.

Event description:
The patient had surgery on her left ring finger on (B)(6) 2013 due to fracture with titanium alloy screws inserted as well. Patient also experiencing pain and inflammation during rehabilitation.

Manufacturer narrative:
The reported event could not be confirmed, because neither the complained device was returned nor enough information was received. The root cause for the observed reaction cannot be determined. However, because the patient¿s postoperative allergy test showed a metal sensitivity the reaction may have been the result of the patient condition. As per statistical evaluation, no indications were found for any device related issue. Device not returned.

Manufacturer narrative:
Device not returned for evaluation as it is still implanted in patient. If additional information is received it will be reported on a supplemental report. Device not returned.